Manufacturer narrative:
Product event summary: analysis was unable to confirm that the device would not power on. However it was noted that the screen goes blank when the display is moved which makes it appear to not be powered on. The display flex and noisy system fan were replaced. Analysis also found a worn lower case which was replaced. The device passed all functional and systems tests. (B)(4).

Event description:
It was reported the programmer will not power on. The programmer was returned for repair. No patient involvement or complications were reported.

Event description:
It was reported the programmer will not power on. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).